Event description:
It was reported the chrome is peeling off he handrim of the t4 wheelchair. The user reported a cut to her hand as a result of the peeling chrome, however, no medical intervention was necessary.